Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported waking up to button error alarms from the insulin pump, with no significant events leading up to the alarms. The customer also reported a crack in a corner of the device case. The customer's blood glucose value was 522 mg/dl; treated with injections. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.